Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch due to a high out of range right atrial (ra) pacing impedance measurement. The field representative provided the ra lead was in unipolar configuration due to known lead degradation and insulation issues. Technical services advised the pacemaker system is not magnetic resonance imaging conditional when there is unipolar pacing or a lead integrity issue. Additional information provided in unipolar configuration there was intermittent oversensing of noisy signals. This pacemaker remains in service. No adverse patient effects were reported.